Event description:
Hypoglycemic attack caused from insulin on board from insulin pump (omnipod 5) in automated with mode with cgm (dexcom g7). The medical event caused a seizure and symptoms related to hypoglycemia which led to a car accident rear ending a vehicle relating to unconsciousness at the wheel. The paramedic arrived and tested 38 on their blood glucose meter while my cgm displayed 85. The inaccuracy lead to a life threatening for all parties involved. Police report from the medical event, (incident number: (B)(4)).